Event description:
It was reported that on (B)(6) 2007 the patient presented with a history of back pain. Patient had images taken of the lumbar spine-bending. Studies showed, ¿there is no evidence of acute fracture. There is degenerative lumbar spine disease, and a fixed mild grade 1 retrolisthesis of l4 upon l5 with limited flexion and extension.¿ on (B)(6) 2008: patient presented with a history of low back pain. Patient presented for MRI of lumbar spine without contrast. Studies showed ¿advanced degenerative spine disease and dextroscoliosis, small t12 vertebral body hemangioma, a right lateral subluxation of l3 relative to l4, mild broad based disc bulge and bilateral neural foraminal stenosis at the l3-4 level, grade 1 spondylolisthesis, mild broad based disc bulge and right neural foraminal stenosis at the l4-5 level, grade 1 spondylolisthesis, bilateral neural foraminal stenosis and mild broad based disc bulge at the l5-s1 level.¿ on (B)(6) 2009: patient presented with a pre-op diagnosis of adult degenerative scoliosis with stenosis. Patient underwent a decompression of l3, l4, and l5; correction of scoliotic deformity; posterior instrumentation using pedicle screws; insertion of a crosslink; and posterolateral fusion at l3, l4, and l5 using rhbmp-2/acs. Procedure was performed without complication. On (B)(6) 2011: patient presented with a history of low back pain. Patient presented for MRI of ls-spine with and without contrast. Studies show, ¿there appears to be multiple perineural cysts. There is a small t12 vertebral body hemangioma. There appears to be dextroscoliosis. There appears to be enhancing scar tissue in the epidural space without evidence of any significant mass effect upon the visualized portions of the thecal sac. There appears to be mild grade I retrolisthesis of l5 upon s1 associated with bilateral neural foraminal stenosis.¿ on (B)(6) 2011: patient presented with a history of low back pain with right leg radicular symptoms. Patient presented for ls-spine comp with flexion and extension. 7 views were compared to an MRI taken on (B)(6) 2011. Studies show, ¿there is a dextrorotary scoliosis of the lumbar spine centered at l2-3. Bilateral pedicle screws are in place at l3, l4, and l5. The patient has had a laminectomy at l4 and l5, and cage fusion at l4-5. Mild degenerative disc disease at l1-2 and l2-3. Mild degenerative disc disease at l5-s1. The alignment is normal and stable with flexion and extension.¿ on (B)(6) 2011: patient presented with a history of low back pain and right leg radiculopathy and a history of previous surgery and fusion at l3-4 and l4-5. Patient presented for a CT of the lumbar spine without contrast. Studies indicated, ¿status post fusion at l3-4 and l4-5 with moderate to severe degenerative changes in the discs and facets at these levels. Mild degenerative changes in the disc at l2-3 with mild bilateral foraminal narrowing. Severe foraminal narrowing on the right at l5-s1 due to a combination of spondylosis as well as disc bulge. Small right lateral disc herniation cannot be entirely excluded.¿ on (B)(6) 2011: patient presented with low back pain and leg pain/sciatica. Patient reports falling down a bank about 15 feet many years ago as the cause of pain. The leg pain/sciatica is located right paralumbar, radiates to the right lateral thigh, the right anterior thigh and the right lateral foot, and had pain in the l5 and possibly l4 distribution. Back pain is described as sharp, leg pain is dull, burning, and constant. Patient also presented with neck pain that is reportedly from a previous injury, that radiates down the right arm. Patient complained of ears ringing, migraine headaches, hearing loss, gait changes, anxiety, depression, weakness in legs or arms, and arm or leg tingling or numbness. Patient was diagnosed with lumb/sac disc degeneration, lumbosacral spondylosis, post-laminectomy syndrome lumbar, and cervical disc displacement.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.